Manufacturer narrative:
This product has not been returned. As such, physical analysis has not been conducted in our laboratory. The conclusion of cause not established was selected because it can be concluded that unknown factors probably contributed to the event. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was found to be in storage mode during an interrogation in the emergency room. Prior to arriving in the emergency room, the patient reported having palpitations, dizziness, and pounding sensation in her chest (no chest pain, and no shortness of breath) . The patient also reported a similar episode from a month ago of feeling light headedness, and sudden onset of palpitations, hard thumping in the chest, felt uncomfortable, but no chest pain, no shortness of breath, no syncope and no collapse while walking up a hill. The physician reported in (B)(6) 2022. The remaining battery longevity was 1 year remaining. The patient was admitted to the hospital, and a revision procedure was completed. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker was found to be in storage mode during an interrogation in the emergency room. Prior to arriving in the emergency room, the patient reported having palpitations, dizziness, and pounding sensation in her chest (no chest pain, and no shortness of breath) . The patient also reported a similar episode from a month ago of feeling light headedness, and sudden onset of palpitations, hard thumping in the chest, felt uncomfortable, but no chest pain, no shortness of breath, no syncope and no collapse while walking up a hill. The physician reported in march 2022, the remaining battery longevity was 1 year remaining. The patient was admitted to the hospital, and a revision procedure was completed. Besides surgical intervention, no adverse patient effects were reported.